Event description:
The customer reported that the balloon was ruptured.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The report of balloon ruptured was not confirmed. However, the balloon inflated but failed to maintain inflation due to leakage. Interlumen leakage was found to be in the backform between the inflation lumen and pa distal lumen. The proximal infusion, proximal injectate and rv infusion lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the balloon. A review of the manufacturing records indicated that the product met specifications upon release. The reported defect was confirmed to be related to the manufacturing process. An investigation was opened to determine the cause of the complaint and implement any necessary actions.